Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the pocket did not open even after rebooted the station. A filed service engineer shutdown the device and replaced refrigerator board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator pockets failed to open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.